Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding adverse local tissue reaction(altr) and trunnionosis, metallosis involving a unknown accolade stem which was mated with a lfit v40 cocr head was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: I have had the opportunity to review additional information related to product inquiry summary and an index surgery implant sheet dated (B)(6) 2008 and a revision tha operative note dated (B)(6) 2019. The event description from the product inquiry summary states: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. The implant sheet from the index surgery on (B)(6) 2008 confirms that the patient had an lfit cocr v40 femoral head implanted. A pre-operative MRI showed extensive metallosis and a pseudotumor within the effected hip. These findings were confirmed at time of surgery. The surgeon commented these findings were consistent with the patients elevated serum metallic ions. In his operative report the surgeon made no mention of the condition of the trunnion. He went straight to removal and revision of the stem. The acetabulum was well fixed. He performed a liner exchange and revision of the femoral stem. The patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis, metallosis and pseudotumor cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. The event was confirmed only for altr and the root cause could not be identified. No further investigation for this event is possible at this time. If devices and additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Based on the medical review comment: [...] The patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis , metallosis and pseudotumor cannot be determined from this limited documentation.